Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle unf and medical records received. After review of the medical records, the patient was revised due to recurrent instability and acetabular loosening. Operative note reported clear appearing joint effusion. Minimal to no bone ingrowth on the back of the acetabular component with cavitary osteolysis retro acetabular. Doi: (B)(6) 2008; dor: (B)(6) 2020; (cup and bone screws). Doi: (B)(6) 2019; dor: (B)(6) 2020; (liner and head) left hip.